Event description:
It was reported by th rep that the programmer failed to adjust programmable valve to desired level after multiple attempts (6+ attempts) could not lower the pressure of patients valve as needed. Loaner vpv issued same day, patient to be reprogrammed (B)(6).

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as no sample was returned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the report from hmt found that: the transmitter has been returned in a very dirty state and the transmitter cover is broken due to bad handling. The vpv programmer was verified. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). The 510 (k) numbers: k061876 & k050739. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Device was returned for evaluation. A follow up will be filed after completion of the investigation.